Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient who underwent a tkr on (B)(6) 2019 ¿was unable to rehab¿ and required a synovectomy and insert revision/exchange approximately 18 months post-implantation. Per the product evaluation, ¿a review of the sterilization records revealed the batch was sterilized within normal parameters. Ref 5001478787¿. The requested medical documentation has not been provided as of the date of this medical investigation; therefore, the root cause of the reported events could not be fully assessed or concluded. The patient impact beyond the reported synovectomy and insert revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that patient underwent a total knee replacement on (B)(6) 2019 and was unable to rehab. Synovectomy was performed and the insert was exchanged.